Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation procedure, a farawave catheter was selected for use. When the catheter was operated in vivo, it was found that the guide wire could not move forward or backward, even after multiple attempts. The catheter and guide wire were then removed from the patient and replaced with new ones to complete the procedure. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire was stuck. During a paroxysmal atrial fibrillation procedure, a farawave catheter was selected for use. When the catheter was operated in vivo, it was found that the guide wire could not move forward or backward, even after multiple attempts. The catheter and guide wire were then removed from the patient and replaced with new ones to complete the procedure. No patient complications occurred. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.